Event description:
A customer reported that a patient underwent revision surgery to address a fractured denali contoured rod and a migrated unknown cage. The patient reported experiencing pain. This report captures the migrated cage.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.